Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). No known surgical interventions have occurred to date.